Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported right side "rash in between breasts", "a lot of pain", and "textured". Patient representative later reported "personal injuries and related damage" which are non device related. Patient later reported right rupture, "leaking into her lymph nodes under her arm" and "headaches, dizziness" (non device related). The device remains implanted.